Event description:
It was reported that the patient¿s mother thought the patient had problems with the pump. She was going to discuss the issue with the doctor. No patient symptoms were reported. No interventions or outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. A follow-up report will be submitted if more information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), product type: catheter. (B)(4).